Event description:
It was reported that the patient underwent a surgical procedure to treat stress urinary incontinence in 2003 and a mesh sling was implanted. The patient experienced pain, erosion of her internal bodily tissue, urinary tract infections and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures, including a surgical excision of the mesh on (B)(6) 2008. During the (B)(6) 2008 procedure, a different type of mesh sling was implanted. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following insertion the patient experienced pain, infection, urinary problems, and recurrence. (B)(4).